Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a photograph of it was received. Inspection of the photograph found that the tubing had separated from the y connector. A retention sample was also available for evaluation. Visual inspection and gravity testing of the retention sample did not identify any issues. The reported condition was verified for the actual device but was not verified for the retention sample. The cause of the separation was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a millipore administration set separated. The reporter stated that an unknown medication leaked through the filter when the filter came off. There was no patient impact associated with this event. No additional information is available.